Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 28 mmol/l at the time of incident and the current blood glucose of the patient was 26.8 mmol/l. Customer treated with insulin pump and manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump under delivery. Troubleshooting was performed. The reservoir will not be returned for analysis.